Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2090, programmer. (B)(4).

Event description:
It was reported that the programmer would shut down while interrogating the device. The programmer had a frayed and shorted cable on the radio frequency (rf) head, which would cause the programmer to shut down. Another programmer was used and the rf head was replaced. No patient complications were reported as a result of this event.